Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root cause olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the video system center had no image on its screen and no video coming out of the serial digital interface output terminals. There were no reports of patient harm.

Manufacturer narrative:
The following troubleshooting steps were performed with the olympus technical assistance center (tac): the customer was using the stryker monitor (input terminal) to test this system. Tac and the customer both tried the serial digital interface (sdi) 1 out and sdi 2 out from video system center and got no signal. The video system center's component out was attempted and no signal was received. Tac asked the customer to try another sdi cable, which the customer would get one and another monitor with a sdi input. The device is expected to be returned to olympus for evaluation but has not yet been received. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. Three attempts were performed to obtain additional information, but no response was received from the customer.